Event description:
Pt experienced hypoglycemia following pump being exposed to an MRI.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged motor consistent with MRI exposure. The user guide states that the pump should not be exposed to extremely strong sources of radiation or electronic interference including MRI, and therefore should be removed prior to tests of this type.